Manufacturer narrative:
A company surgical manager saw the video recordings. The following is a review of that information: the laser is ok. It looks like even during stroma cut the eye was moving. From the video, it seems that the interface was too watery. This facilitates eye movement and then suction loss. The company service representative examined the system and was not able to confirm or replicate any system nonconformity. There was no problem found with the system. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to too much fluid being applied to the patient interface. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported suction loss during the end of the lamellar cut during a flap creation procedure on a patient's left eye. Side cut could not be started. Upon follow up, suction loss was occurred after the horizontal cut but before side cut. The surgery could not be completed. Photo refractive keratectomy surgery is planned in the future. There are two related reports for this facility. This report addresses the patient's one's left eye and another manufacturer report will be filed for the fellow patient's eye.